Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system locked when connecting the hand piece. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The host was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 9, 2013. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming host module. However, how that host module became non-conforming remains inconclusive. (B)(4).

Manufacturer narrative:
A visual inspection of the host module did not reveal any non-conformity. The host module was installed on a calibrated system. The system was turned on and allowed to boot. The system successfully booted. The host module was exercised by a one hour burn-in test. The host module passed test. Various system modes and parameters were activated via the touch screen. The system modes and parameters responded normally when activated. The host module was found to function normally. Therefore, the root cause of the reported event cannot be established.